Event description:
It was reported by the patient that they went to the hospital and an x-ray revealed that the device has moved 2 inches down into the breast area. Patient has not been able to get in contact with her physician and wanted to know if device movement was possible. Follow up was done and no further information was available. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.